Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse confirmed the leak from the worn vl53a tubing, which was replaced, correcting the leak. While the fse was completing the repairs he also observed partial aspiration errors which were attributed to a defective needle. The fse replaced the needle, resolving the errors. The leak and the partial aspiration errors were isolated events. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that an unknown amount of clear fluid had leaked under the manual probe of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. In addition, partial aspiration errors were also observed during this event. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. No erroneous results were generated for this event.